Manufacturer narrative:
(B)(4). Medical intervention was required- clips were applied to preclude permanent injury or damage; there was also intraoperative bleeding.

Event description:
According to the reporter, during a donor nephrectomy, the surgeon fired the device. Upon opening the jaws of the reload, bleeding was noticed at the staple line. Hemoclip was used to stop the bleeding. The reload was replaced with another one and the device was successfully fired. No other adverse events were reported.

Event description:
The patient recovered. There were no difficulties with this patient or the patient who received the kidney.